Event description:
It was reported that the rhs radio head implant was implanted. The patient was fine after 3 months worth of check ups but came back with elbow pain. The x-ray showed that the head of the radio head had pop off the implant and was lateral. There was a revision surgery performed.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The reported event could not be confirmed since no x-rays were returned for evaluation or no other evidences were provided. As the plastic component of the radial head was implanted and therefore deformed (as the radial head was implanted into the metal stem 4 months ago and was explanted for revision), a dimensional and functional inspection was not possible. However, during manufacturing, functionality test and dimensional inspection were done according to specifications, especially, during the manufacturing process, a dimensional inspection and a part destructive test were performed on radial heads from the same batch with no issue to report. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information (as x-rays) is provided, the investigation will be reassessed.

Event description:
It was reported that the rhs radio head implant was implanted. The patient was fine after 3 months worth of check ups but came back with elbow pain. The x-ray showed that the head of the radio head had pop off the implant and was lateral. There was a revision surgery performed.